Event description:
The patient was injected with 3 cc of radiesse in technology vector reinforcement by cannula on (B)(6) 2012. Ten days after the procedure, there was pain and induration accompanied by edema at the injection site. The patient took nonsteroidal anti-inflammatory drugs and antibiotic treatment (tavanic for 5 days), dimexidum applications 1:4. The patient had temporary improvement but after discontinuation of antibiotic treatment all symptoms returned. In addition the regional lymph nodes became increased.

Manufacturer narrative:
The patient is currently taking anti-inflammatory drugs and antibiotic treatment; azithromycin 500 mg/day, along with antihistamine, dimexidum showing improvement. The patient was injected outside of the clinic with aseptic conditions unknown. The radiesse lot number was not provided therefore no review of the device history records could not be performed.